Event description:
It was initially reported to philips that the heartstart xl+ defibrillator cannot enter in operate module. It was clarified that the device rebooted automatically. There was no patient involvement.